Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
The patient was being discharged on the date of this report. When they tried to get telemetry on the pump, they were unable to. Two different physician programmers were tried. It was noted that there was a lot of equipment in the patient's room. They tried reading a demo pump near the patient and that was successful. They did not have a lead apron available, but they did find some aluminum foil. When they put the aluminum foil over the telemetry head and the pump, they were able to get successful telemetry. They were able to update the pump successfully using the same method, so the issue was resolved. On (B)(6) 2015, it was reported that the patient's tachycardia was related to an underlying cardiac issues. The patient was back at home and had one pump refill since the pump replacement procedure.

Event description:
The patient¿s pump was replaced on (B)(6) 2015. The pump replacement was noted as having been uneventful. The patient experienced tachycardia following baclofen pump replacement; date of difficulty was (B)(6) 2015. The patient was hospitalized. The patient status at the time of the report was indicated as alive with injury. As of (B)(6) 2015 the patient was currently recovering. The pump was used to deliver lioresal. Outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8711, lot# j11450r09, implanted: 2003-(B)(6), product type: catheter. (B)(4).